Manufacturer narrative:
B3: date of event: august 2025. G4- PMA/510(k) #: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a cook ring drainage catheter separated and was retained in the patient. The patient was seen in the office for vaginal drainage. Upon examination, there was concern for a foreign body. The patient was taken to the operating room for exam under anesthesia. A vaginal cuff abscess/separation was noted. Within the vaginal cuff abscess/separation a small portion (1-2 cm) of an interventional radiology drain was noted. This was easily removed and sent to pathology for confirmation. The patient required a laparoscopy and a vaginal cuff repair without long term consequences. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Correction: d9 - device available for evaluation, h3 - device evaluated by mfg? H3 - device evaluated by mfg? - the complaint device was not returned for evaluation investigation ¿ evaluation. It was reported that a cook ring drainage catheter separated and was retained in the patient. The patient was seen in the office for vaginal drainage. Upon examination, there was concern for a foreign body. The patient was taken to the operating room for exam under anesthesia. A vaginal cuff abscess/separation was noted. Within the vaginal cuff abscess/separation a small portion (1-2 cm) of an interventional radiology drain was noted. This was easily removed and sent to pathology for confirmation. The patient required a laparoscopy and a vaginal cuff repair without long term consequences. Reviews of the documentation including the complaint history, device history record and quality control procedures of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no quality control discrepancies. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. This product is not currently packaged with instructions for use. Evidence provided upon review of the dmr and DHR, suggests there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, no returned product, and the results of this investigation, a definitive cause for the failure could not be established. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.